Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues noted that would cause high blood glucose levels. It could not be conclusively determined if the cannula was improperly inserted in the infusion site. Inspection of the fluid path did not find issues with the cannula assembly or reservoir that would result in a leak.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 350mg/dl while wearing the pod between 36 and 48 hours. Due to device leaking insulin, patient was unsure if cannula was properly seated in the infusion site (leg).